Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A new cartridge was loaded to address bg. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was also reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time, the pump was reset and resumed insulin therapy.